Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, while trying to adjust the height of the 5.5 voyager screw, the tip of the screw driver snapped off. The driver was passed off the sterile field and the piece of driver that remained was discarded. Procedure performed was oblique lumbar interbody fusion l2-3/minimally invasive surgery - transforaminal lumbar interbody fusion l5-s1/revision of hardware l3-5/minimally invasive surgery posterior lumbar fusion l2-s1. The procedure was completed successfully. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # nav6550005 ; lot # ca17e011 visual and optical examination identified it appears that part of the tip of the instrument has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.